Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 04/28/2015 and confirmed the reported event of intermittent out of range.